Event description:
A malfunction on a pump was reported by a caller, which occurred after the pump was dropped and became wet. There was no adverse impact to the customer's blood glucose level. A malfunction code was displayed, but it was resettable, and the customer had not previously attempted to reset it within the last 24 hours. Technical support provided the caller with pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.